Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery anomaly. The customer has a high blood glucose due to sensor not working. Got an alert of cannot find sensor. The customer's high blood glucose was 386 mg/dl. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.